Event description:
The patient contacted lifescan (lfs) alleging that her surestep enhanced meter had missing segments. The medical affairs specialist mailed a letter since the patient could not be reached. The patient obtained a 92mg/dl on the reported meter. She took her diabetes oral medication following the use of the meter. The patient also reported having cold sweats, feeling sleepy and tired. However, she did not attempt to test while experiencing these symptoms. She reported going to the hospital for a class and had not been feeling well. She was instructed to contact lfs and seek medical attention at another hospital. The patient contacted lfs on her way to another hospital for possible treatment. The patient did not allege harm. There is insufficient information to suggest that the patient experienced injury or medical intervention due to the meter. Based on the missing segments, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter was replaced.